Manufacturer narrative:
On (B)(6), 2011, a respiratory therapist (rt) reported delivery failure that occurred on (B)(6), 2011, with two inomax ds units, (B)(4) and (B)(4) (MDR# 3004531588-2011-00036). Inomax ds ((B)(4)) is under investigation. A supplemental report will be submitted within 30 days of completion of the investigation.

Event description:
On (B)(6), 2011, a respiratory therapist (rt) reported delivery failure that occurred on (B)(6), 2011, with two inomax ds units, (B)(4) and (B)(4). A full term newborn with meconium aspiration was on inomax therapy at 20 parts per million (ppm) via the inomax ds ((B)(4)) for approx one week with good results. The newborn was on the bunnell jet ventilator with fractional inspired oxygen (fio2) of 100%, peak inspiratory pressure (pip) 39 cm h2o, frequency 360, positive end expiratory pressure (peep) 7 cm h2o. On (B)(6), 2011, the pt removed from the ventilator and manually ventilated to suction (unable to determine if the inoblender was utilized for manual ventilation). According to the respiratory therapist, the jet was not put into standby mode. When the jet ventilator flow was restarted the delivery failure alarm on the first inomax ds ((B)(4)) appeared . The first inomax ds was powered down to correct the delivery failure and when powered up the delivery failure displayed for a second time. The rt stated the jet ventilator flow has not been restarted when the inomax ds was powered up. The bedside clinicians then proceeded to change the inomax ds unit to a second unit. The second inomax ds ((B)(4)) unit passed the pre-use procedure. The rt reported that the second inomax ds was set up in the jet circuit and the flow through jet circuit had not yet been restarted when a delivery failure appeared on the second device as well. The bedside clinician noted the monitored no was greater than 100 ppm no (exact value not known). During this time, the pt experienced hemodynamic changes and oxygen desaturation (parameters not provided). A follow up phone call to the treating physician revealed the pt experienced hemodynamic changes and oxygen desaturation due to a pneumothorax. Since they were unable to properly oxygenate the infant due to the pneumothorax, a decision was made to start the infant on ECMO. The physician stated that the switch from ino therapy to extracorporeal membrane oxygenation (ECMO) was probably not related to the device failure or drug inomax and was probably due to the infant's deteriorating condition post pneumothorax. The device was taken out of service and returned to ikaria for investigation, which continues.